Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It's reported that during an arthroscopy surgery, the hot water flow of the super turbovac 90 wand unexpectedly caused injury on the patient and resulted in the skin turning yellow. The doctor indicated that such discoloration and harm would not typically occur with low temperature plasma, raising concerns about the quality of the product in question. The procedure was completed with the same faulty device. There was a delay less than 30 minutes. The patient was hospitalized for 1 day, it was treated with burn medicine, followed up with sn cica. The patient still recovering and no further complications were reported.

Manufacturer narrative:
H6: the reported device was not returned to the designated complaint unit for independent evaluation. However a clinical review states two photos of the patient¿s leg were provided for review and confirms the reported injury. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the limited information provided the root cause of the reported event could not be determined and we are currently unable to rule out a user technique vs procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The patient impact is determined to be the reported burn on the patient¿s lower leg. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Factors that could have contributed to the reported event include (1) contact with metal objects while activating the wand, (2) patient contact with grounded metal objects, (3) activating the device prior to contact with targeted tissue or (4) failure to maintain suction and direct fluid outflow away from the operative field. Based on this investigation, the need for corrective action is not indicated.